Event description:
Caller alleged discrepant inratio results. Results as follows: customer received a "lo" message from a finger stick, decided to take a venous draw for a lab test. With the remaining sample in the collection tube, he performed another test on the inratio monitor which provided the results of 3.2. Inratio: 3.2; lab: 1.42; therapeutic range: unk. Prior to 08/11/2014: 5mg tu,th, sat, sun. 4mg m, w, f. Following the lab results from 08/11, the pt's warfarin dose was increased to 5mg/day until inr is tested again on (B)(6) 2014.

Manufacturer narrative:
It is indicated that product it not returned for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer reported using venous blood samples for the inr test. Be advised, testing is designed to use fresh capillary whole blood. The customer's off-label use may have contributed to the unexpected results. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.